Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error). Based on the diagnostics they discussed this was indicative of a failed mixing pump. They stated that would like part number and price for the mixing pump. Per sample evaluation results on 20may2024, it was reported that the tank seals were found lifted from the tank and I/o card failure contributed to the cooling issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed I/o card. The I/o card mixing pump electrical output is diminished. Replaced I/o circuit card. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related.